Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:unknown, because the serial number is not available, provided. Dates of event: unknown, not provided. Catalog #, serial#, were not provided, known; therefore, the expiration date is unknown. Implant date: if implanted give date: unknown explant date: if explanted give date: na (not applicable) to date, the intraocular lenses remain implanted. Device manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there is white, thick fiber material that the doctor is noticing when he injects the lens into the eye. It looks like shredded paper and it is wrapped with the lens. It has happened at least 5-6 times. The doctor is removing the fibrous material with I/a (irrigation/aspiration) and no other issues were reported. The doctor does not have the fibrous material.